Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 1/28/16 - medical records received. Medical records reviewed for MDR reportability. Revision surgical report noted severe pain, mildly elevated ions, loose acetabular component with absolutely no bony ingrowth, large soft tissue defect, pseudotumor and large fluid filled space that violated the posterior capsule. An unknown stem will be added to the complaint for elevated ions without lab results. The complaint was updated on: feb 24, 2016.

Event description:
Update - added surgeon, revision date, product x 1 sleeve, comp loosening - cup, sales rep details. Taken from der dated (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege constant severe pain, implant loosening, dislocations, numbness, multiple doctor visits and possible metal poisoning and the possibility of future revision surgery.